Manufacturer narrative:
Product complaint # :(B)(4).investigation summary: no device associated with this report was received for examination.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient presented with anterior pain and mid-flexion instability. Removed tibial insert, femoral and tibial components. Both femoral and tibial components appeared solidly fixed upon gross examination, and required extensive use of osteotomes and mini-saws to loosen for removal. Although the tibial tray showed little cement attachment on the underside upon removal (pictures attached), I cannot tell if that was a result of the use of the osteotomes and saws. The femoral component exhibited signs of cement attachment, although exposure did not allow full exploration of the underside of the femoral implant. Re-implanted size 5 tc-3 femoral with 2 each 4 mm posterior augments, and short cemented stem, mbt with 30 mm cemented stem and 53 mm metaphyseal sleeve, and a 15 mm tc-3 insert. Doi: (B)(6) 2017; dor: (B)(6) 2018; left knee.